Event description:
72 y/o male patient in ccv-3. Patient wnet into v-fib, cardiac monitor did not alarm. Rn at central station saw v-fib on monitor, manually started writter & called code blue. Pt. Was successfully vesusitated. Then 1 minute after defibrillation, pt. Had 1 minute run of brady cardia, rate of 25, monitor did not alarm or print strip for this event either, equipment checked by biomed 4 hrs later, alarms functioned ok, mfg alerted, service rep installed new systems communication circuit board new cnetral station & new bedside monitor in room 3. Patient was moved to ccu later in the day. Had a short run of v-cath, monitor in ccu-5 did not alarm for this event either. Mfg rep feels new equip installed will solve these problems.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, alarm, alarm failure. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.